Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported the epg (external pulse generator) was connected to the patient. When staff of a hospital looked, the epg had stopped. The epg was replaced. The pacing was restarted. No patient complications were reported as a result of this event.